Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during implant, the lead could hardly pass the vein. When finally located, there was high thresholds. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.